Manufacturer narrative:
It has been determined that this report is a duplicate of another report, 1818910-2011-27014. Therefore, this complaint is being closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised for loose tibial component at bone/cement mantle. Depuy cement was used.